Manufacturer narrative:
(B)(4). Date sent to the FDA: 4/11/2023. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: b1, b2 attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure date of index surgical procedure? The diagnosis and indication for the index surgical procedure? What was the tissue condition (normal, thin, calcified, fragile, diseased)? What instruments were used to grasp the needle? Where was the needle grasped during use? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What is the physician¿s opinion as to the etiology of or contributing factors to this event? If applicable, will product be returned? If so, please provide the return date and tracking information. (B)(4). Corrected information: h6 health effect - clinical code, h6 health effect - impact code corrected b5 narrative: it was reported that a patient underwent a bladder procedure on an unknown date and barbed suture was used. During the procedure, the needle broke when suturing the bladder. The needle fell into the patient. The procedure was converted from a laparoscopy to a laparotomy to remove the needle. It was reported that the patient had no post-op complications. Additional information was requested.

Manufacturer narrative:
Product complaint #:(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: did the needle fall into the patient ? Yes. Was the needle piece removed from the patient during the same procedure? Yes, by laparotomy because the needle was included in the bladder and not found in coelio. Were x-rays taken to locate the needle? No. Was there any patient consequence or injury? No. What is the patient¿s current health status and condition? No post-op complication. Was any other tissue damaged as a result of searching the needle? No. What is coelio? It's laparoscopy was this a laparoscopic procedure that was converted to a laparotomy to remove the needle piece? Yes the following information was requested, but unavailable: what is the product code & lot number? Unk. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare® active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength = 2360 g/m. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a bladder procedure on an unknown date, and barbed suture was used. The needle broke when suturing the bladder. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 4/28/2023. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: what was the initial bladder procedure? Patient with a sigmoido-vesical fistula. Suture of the bladder with a stratafix overlay. What tissue was being sutured when the needle broke? The bladder dome which was somewhat inflamed due to the fistula. What was the tissue condition (normal, thin, calcified, fragile, diseased)? Thick and edematous tissue, more rigid, cardboardy than healthy tissue. What instruments were used to grasp the needle? A laparoscopy needle holder and a laparoscopy windowed forceps. Where was the needle grasped during use? Just before the crimp for the needle holder. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Need to complete the open suture with another thread. What is the physician¿s opinion as to the etiology of or contributing factors to this event? Fragility of the needle on a harder tissue. Was additional dissection required in other organs/tissues other than the target tissue? No.